Event description:
The patient hearing thresholds decreased after implantation and they currently are within the indication criteria for a cochlear implant. The patient was re-implanted with a cochlear implant on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.